Event description:
Customer's parent called to report a pod, they thought had malfunctioned shortly after putting it on, and their son needed to be brought to the hosp due to ketoacidosis. The customer had been using lantus insulin up until the day before starting to use the omnipod. Several hours after the pod was started (initiated with supervision from a certified diabetes educator), the customer's blood glucose (bg) was high. After being treated at the hosp, the treating physician informed the certified diabetes educator, that the lantus insulin being used by the parents has expired 4-5 months earlier leading to the elevated bg levels. Customer did not need to be admitted and was released home on the same day. No further info is available.

Manufacturer narrative:
The product will not returned for eval. Unable to confirm any product malfunction. Customer (family) was just trained on the product and only one pod was used. Customer was using expired lantus insulin prior to starting his omnipod which led to the hyperglycemia and ketoacidosis.